Event description:
It was reported that during a coronary drug eluting stenting treatment procedure stent damage occurred. The 75% stenosed target lesion was located in the non-tortuous and non-calcified circumflex (cx). The lesion was predilated and then a 4.0x12mm taxus liberte stent was advanced to the cx but was unable to cross the lesion. While attempting to remove the taxus liberte stent the physician felt slight resistance but was able to withdraw the device from the patient without any additional intervention. Once the device was outside the patient, stent damage was noted. The procedure was successfully completed with another 4.0x12mm taxus liberte stent with no patient complications reported. The patient's current condition is listed as 'stable'.

Event description:
It was reported that during a coronary drug eluting stenting treatment procedure stent damage occurred. The 75% stenosed target lesion was located in the non-tortuous and non-calcified circumflex (cx). The lesion was predilated and then a 4.0x12mm taxus liberte stent was advanced to the cx but was unable to cross the lesion. While attempting to remove the taxus liberte stent the physician felt slight resistance but was able to withdraw the device from the patient without any additional intervention. Once the device was outside the patient, stent damage was noted. The procedure was successfully completed with another 4.0x12mm taxus liberte stent with no patient complications reported. The patient's current condition is listed as 'stable'.

Manufacturer narrative:
Device evaluated by manufacturer: a visual examination identified that the stent was returned without the stent delivery system. The stent was expanded. One end of the stent was less expanded than the remaining stent section. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Manufacturer narrative:
(B)(4)